Event description:
Customer reported system locked up during boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software and replaced the gpos. System operates as intended. This MDR is related to ge.